Manufacturer narrative:
Co's examination and testing found leakage from an abraded area of the bladder. Occurrences such as this are usually pt dependent, and associated with the presence of atherosclerotic plaques which can damage the bladder membrane.

Event description:
It was reported that blood was noted in the iab tubing after two days of use. The iab was removed and no replacement was required. There were no pt complications.